Event description:
During service by baxter (B)(4), a colleague infusion pump was found to have a faulty user interface module, which had the potential to interrupt delivery. There was no patient involvement, injury or medical intervention. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a damaged user interface module printed circuit board (pcb). To correct the condition, the user interface module pcb was replaced. If any additional information is received, a follow up MDR will be sent.

Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4).